Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated stat troponin-I results when processing on the architect i2000sr. The customer declined to provide patient sids and troponin results for troponin results that were initially elevated and negative on repeat. However, the customer reports that they retest troponin results that fall within the result range of 0.060 to 0.500 ng/ml and that results greater than or equal to 0.5 are considered critical. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of tracking and trending, a review of historical data, and product labeling. Review of ticket trending data for list 2k41 did not identify an increase in complaint activity related to the complaint issue. A device history record review was performed on list 2k41, which did not show any related potential non-conformances, deviations, or non-conformances. No adverse trend was identified for the customer's issue. A troponin-I panel was tested with a reagent kit with lot 89159un18 (since the likely cause lot was unknown), and acceptance criteria was met, indicating the product is performing normally. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.